Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a lead revision procedure on (B)(6) 2018. It was noted previously that the patient's right atrial lead had dislodged due to twiddlers syndrome. The patient was experiencing pocket stimulation as a result. During the procedure, the lead was found to be braided but the other leads were fine. The lead was removed and replaced. The patient was stable following the procedure.